Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: one controller, one battery and one controller ac adapter were not returned for evaluation. Review of the available autologs report revealed a controller power up event logged on (B)(6) 2021 at 21:56:15. Prior to the losses of power, the battery was connected to power port one and the battery was connected to power port two. After the losses of power, another battery was connected to power port one and an active adapter was connected to power port two. The controller was without power for 14 seconds. Raw log files were not available for analysis. As a result, the reported loss of power event was confirmed. The reported poor mechanical connection event could not be confirmed. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Additional product: battery h3: yes h6: img code(s): g02002 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d12, d14 controller ac adapter h3: yes h6: img code(s): g02027 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d12, d14 investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system battery, model #: 1650de / catalog #: (B)(4). Expiration date: 31-mar-2021 /serial or lot#: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun: mfg date: 25-mar-2020. Labeled for single use: no. (B)(4). Heartware ventricular assist system cac adapter: model #: unk-cac adapter / catalog #: unk-cac adapter/ expiration date: unknown serial or lot#: unknown UDI #:unk. Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: unknown. Labeled for single use: no. (B)(4). Additional information has been requested regarding the event details for the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both power sources were "lost" when the battery was switched to the controller ac adapter and the other power source was removed to switch to a fully charged battery. When the patient's caregiver noticed the no power alarm and rushed in the patient was fainting and convulsion. The battery was immediately connected and the pump restarted. It is believed that the cause of the issue was that the battery that was replaced first in the beginning was not connected properly. It was also noted the controller exhibited an unexpected power loss. The controller and both power sources remains in use. No further patient complications have been reported as a result of this event.